Manufacturer narrative:
The field service engineer determined the na and k electrodes were not performing well. All electrodes were removed and no buildup was found under or around the electrodes. All electrodes and a reagent probe were replaced. Precision studies were performed and the customer ran controls. The analyzer was working within specifications. Sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an na value of 127 mmol/l and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated on a second analyzer, resulting with a value of 131 mmol/l. The sample was then repeated on the complained analyzer, resulting with a value of 134 mmol/l. The sample result was corrected to 131 mmol/l. The na electrode lot number and expiration date were requested, but not provided.